Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: (B)(6) 2019 08:30 am conventional drug treatment for the patient, the patient needs to re-inject the indwelling needle, after the indwelling needle leakage at the fork, immediately pull out the indwelling needle, with the family and the patient to do a good job of explanation, re-inject the indwelling needle normal infusion.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305834. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: (B)(6) 2019 08:30 am conventional drug treatment for the patient, the patient needs to re-inject the indwelling needle, after the indwelling needle leakage at the fork, immediately pull out the indwelling needle, with the family and the patient to do a good job of explanation, re-inject the indwelling needle normal infusion.